Event description:
The hospital reported that 45 minutes into bypass, leakage was detected near one of the connector ends. The bio-probe insert was removed from the circuit and replaced with another device to continue the case with no effect to the pt.